Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21140808.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of drainage at the site was noted. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure. All device components were explanted and were not returned.